Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, ischemic stroke was reported due to difficulties with right hand motor function and elocution. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.